Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it confirms a tear / cut in the silicone housing around the siphon guard. Marks on the siphon guard were also noted. This could be due to a sharp or pointed object coming into contact with the siphon guard during implant or explant, or wrong handling of the device causing the silicone housing to tear. However this could not be confirmed. As noted in the IFU silicone housing has a low tear / cut resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: the device was originally implanted via l-p shunt on (B)(6) 2010 at the other hospital. The initial setting pressure was unknown. Revision surgery was conducted on (B)(6) 2014. It is not known why revision surgery was conducted. At this surgery, it was found silicone housing was broken and sg had come off from the broken site. The setting pressure of the removed valve was unknown. The kind and the setting pressure of the replaced valve are not informed. The catheters used with ns9008 were manufactured by other company.